Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer did not have a no delivery alarm occur with their insulin pump. The customer stated that they could notice that insulin wasn't being delivered as it was supposed to. Customer's blood glucose level was reported at 292 mg/dl. Product is being replaced. No further information was provided.